Event description:
It was reported that the patient stopped feeling the stimulation from the spinal cord stimulator (scs) after they had a fall. The patient had an xray done which showed that the scs lead had migrated. The patient underwent a procedure where the lead was removed and replaced. There were no reported complications postoperatively and the patient was noted to have recovered. The explanted lead will not be returned as it was disposed by the medical facility.